Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high threshold, and the r-wave decreased compared to when the lead was implanted. The patient presented in clinic. Chest x-ray showed the lead had not changed position. Programming changes were made. The patient was stable and will be monitored.

Manufacturer narrative:
Correction: b6 was not initially included in the initial report.

Event description:
Additional information received noted the right ventricular lead exhibited intermittent non capture at high output. The lead was repositioned on (B)(6) 2020. The repositioning resulted in excellent threshold. The patient was stable.